Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Rn emailed images & video of erratic EKG displayed on the reps sr 8. Rn stated that the team is unable to obtain a proper wave form.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Rn emailed images & video of erratic EKG displayed on the reps sr 8. Rn stated that the team is unable to obtain a proper wave form.